Manufacturer narrative:
One cadd solis vip pump was returned for analysis due displaying error 41622. The error code was found in the even history log. Functional and visual testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "41622" error code alarm message during the investigation. No problems such as debris or damaged could be found. It was recommended that the motor to be replaced.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41622. There was no patient present at the time of the event. There were no adverse events reported.